Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was noted the right ventricular lead had been oversensing noise. Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
Brand name: not available as product was manufactured on or before september 23, 2014.